Event description:
Alaris pump was infusing maintenance IV fluids on patient, when the pump alarmed red alert that states communication failed. The pump was turned off and restarted by rn, however pump red communication failed again. The pump was removed and replaced. Ivf continued with no pump. No issue was noted with ivf during this event.